Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2012 at 14:05:37. During night drain cycle five, the patient's ultrafiltration reading was 1437ml, indicating the home patient (hp) drained 1152ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.